Event description:
On (B)(6) 2011, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a computed tomography revealed a proximal type I endoleak and a possible type ii endoleak originating from an accessory renal artery. On (B)(6) 2011, a gore aortic extender component was implanted proximally to treat the type I and possible type ii endoleak. The accessory renal was intentionally covered during the procedure. The endoleaks were resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.